Manufacturer narrative:
Based upon the clinical assessment, the reported endoleaks (type iiib and type iiia) were confirmed. Based upon the investigation, a root cause was not definitely identified and therefore, identification of a design or manufacturing issue is inconclusive. The clinical review identified the following factors that may have contributed to the patient outcome: product use was incongruent with the IFU due to: the aortic neck length was less than 15 mm; the aortic neck angle was greater than 60°; and, the cuff was two sizes larger in diameter than the main body. Cautionary product use conditions that might have contributed to this event included: the ruptured state of the aneurysm at implant; the severely calcified aortic neck and bilateral iliac arteries; inadequate left sided access morphology; and, the near 90° posterior angulation of the iliac arteries. Patient factors that might have contributed to this event included: the continued use of tobacco products and antiplatelet therapy (aspirin). Additional device: model: a34-34/c100-o20 suprarenal aortic extension lot: w1-3207r-005 rel. Date: 7/26/2011 exp. Date: 5/31/2014. A34-34/c80 infrarenal aortic extension lot: 1025820-048 rel. Date: 8/06/2013 exp. Date: 6/30/2016.

Event description:
It was reported the patient had a procedure on (B)(6) 2014 with a bifurcated, suprarenal aortic extension and an infrarenal aortic extension. Reportedly, on (B)(6) 2014 the patient had an endoleak iiia. The physician elected to bridge the components separation with a gore thoracic (tag) device. Upon follow up a computed tomography revealed an endoleak iiib at the bifurcation and the patient is awaiting further treatment. Additional information: the physician elected to treat the patient on (B)(6) 2015 by explanting the devices.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2014 with a bifurcated, suprarenal and an infrarenal aortic extension. Reportedly on (B)(6) 2014, the patient had an endoleak type iiia. The physician elected to bridge the components separation with a gore thoracic (tag) device. Upon follow up, CT revealed an endoleak type iiib and the patient is awaiting for further treatment. No patient injury reported.